Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-12878- device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set fell off during use on 06-may-2024. The issue occurred with two similar types of infusion sets used for one day. No further information available.